Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and that the pump battery gauge was observed to be fluctuating and subsequently shut down. The customer's blood glucose level ranged from 140-150 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.